Manufacturer narrative:
Patient weight: asked but unavailable date of event: as the date of follow-up examination where aneurysm enlargement was identified is unknown, the date of event has been estimated as the date of reintervention: (B)(6) 2021. Other relevant history, including preexisting medical conditions: asked but unavailable concomitant medical products and therapy dates: asked but unavailable. According to the gore¿ tag¿ conformable thoracic stent graft with active control system instructions for use (IFU), potential adverse events or complications associated with the use of the gore¿ tag¿ conformable thoracic stent graft may include, but are not limited to, aortic expansion (e.g., aneurysm, false lumen, landing zone, lesion), dissection/perforation/rupture of the aortic vessel & surrounding vasculature, persistent false lumen flow, and reoperation. Furthermore, the safety and effectiveness of the gore¿ tag¿ conformable thoracic stent graft have not been evaluated in patient etiologies including, but not limited to, chronic type b dissections.

Event description:
On (B)(6), 2020, the patient underwent endovascular treatment of a chronic type b thoracic aortic dissection using a gore¿ tag¿ conformable thoracic stent graft with active control system. On an unknown date, aneurysm enlargement (amount unknown) was identified at the follow-up examination. On (B)(6), 2021, a reintervention was performed whereby an additional gore¿ tag¿ conformable thoracic stent graft with active control system was implanted distally. The physician reportedly stated that there was a double-barreled dissection at the distal end of the initial implanted device, and a distal stent graft induced new entry (dsine) was suspected. The patient tolerated the procedure.